Manufacturer narrative:
"Reported event: mps rory sanders reported a vibration coming from the arm during registration. Upon software restart issue occurred preventing restart. The system was swapped out and the case was continued. Device evaluation and results: per gsp (B)(4): fse was able to confirm the issue from the system logs. The system could power up but would not allow communication to crisis. The j4 cpci card was reseated and the system restarted. At that point crisis was communicating. The fse successfully replaced the j4 cpci card and completed presurgery checks. The system is ready for clinical use. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206308, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system was verified to be performing without errors. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
When registration was about to happen with a scrub the red button was released and the robot was making a loud noise while it was shaking aggressively. It would not stop till I pressed in the red button. Case type: pka; delay: 20 minutes to get new another robot in the room. RMA (B)(4): pn 206308-r cpci motor control card caused crisis not to start. Gsp (B)(4): mps rory sanders reported a vibration coming from arm, upon software restart obtained could not restart software. Upon review of the system logs, j4 appears to be causing the issue. When powered up, crisis did not start and would not allow communication. Fse reseated j4 cpci card and restarted. Crisis started and was communicating. Successfully homed arm and replaced j4 cpci card as a precaution. Pn 208604-1 (4khz cpci mtr cntrl card).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When registration was about to happen with a scrub the red button was released and the robot was making a loud noise while it was shaking aggressively. It would not stop till I pressed in the red button. Case type: pka; delay: 20 minutes to get new another robot in the room. RMA 241307: pn 206308-r cpci motor control card caused crisis not to start. Gsp 148599: (B)(6) reported a vibration coming from arm, upon software restart obtained could not restart software. Upon review of the system logs, j4 appears to be causing the issue. When powered up, crisis did not start and would not allow communication. Fse reseated j4 cpci card and restarted. Crisis started and was communicating. Successfully homed arm and replaced j4 cpci card as a precaution. Pn 208604-1 (4khz cpci mtr cntrl card).